Event description:
The customer reported that the display screen on the central nurse's station (cns) suddenly went black. After initial troubleshooting, it was discovered that the dc connector to the ac power adapter was loose. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the display screen on the central nurse's station (cns) suddenly went black. After initial troubleshooting, it was discovered that the dc connector to the ac power adapter was loose. Once they connected the dc connector to the ac power adapter, the display turned back on, and the issue was resolved. No patient harm or injury was reported. Investigation summary: during troubleshooting, the customer identified that the dc connecter for the display monitor was loosely connected. After the customer had properly reconnected the dc connector, the issue was resolved. A review of the history of the serial number identified no similar events. Based on the available information, the most probable cause of the issue is inadequate set-up of the device. The dc connector was not securely connected. The issue was due to a loose cable connection and there was no malfunction of the cns.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) display suddenly went black. After initial troubleshooting it was discovered that the dc connector to the ac power adapter was loose. Once they connected the dc connector to the ac power adapter, display turned back on and the issue was resolved. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) display suddenly went black. After initial troubleshooting it was discovered that the dc connector to the ac power adapter was loose. Once they connected the dc connector to the ac power adapter, display turned back on and the issue was resolved. No harm or injury was reported.